Event description:
Same case as MDR 2134265-2012-07513. It was reported that during a stenting treatment procedure stent damage occurred. The 75% stenosed lesion being treated was located in the moderately tortuous left main trunk extending to the left circumflex artery. The physician advanced a 3.50 x 16 mm promus element stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that stent damage had occurred. Then the physician advanced a 3.50 x 16 mm taxus element stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that stent damage had occurred. The procedure was completed with a 3.50 x 12 mm promus element stent. No patient complications were reported and patient's status is stable.

Event description:
Same case as MDR 2134265-2012-07513. It was reported that during a stenting treatment procedure, stent damage occurred. The 75% stenosed lesion being treated was located in the moderately tortuous left main trunk extending to the left circumflex artery. The physician advanced a 3.50x16mm promus element stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that stent damage had occurred. Then the physician advanced a 3.50x16mm taxus element stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that stent damage had occurred. The procedure was completed with a 3.50x12mm promus element stent. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: initial visual examination noted that the stent was damaged at its proximal edge, a number of struts were bent back distally. This type of damage is consistent with some from of restriction having occurred. The balloon was tightly wrapped and was not subjected to positive pressure. Further examination found a slight kinking at various intervals along the shaft of the hypotube. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. (B)(4).